Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the carrier tube and packaging. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the forward lock position and with several kinks near the base. The bypass tube was found to have been dislodged and the anchor was visible at the distal tip. No other damage or issues with the device were identified. The device was returned and kinks were noted along the carrier tube, the complaint could be confirmed for a kinked carrier tube. The exact root cause could not be determined. The likely cause was determined to have been damage sustained to the carrier tube during attempted insertion into the sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). Therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided . A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record for the product model and lot number combination was conducted, and no findings were identified.

Event description:
The user facility reported that the doctor found the angio-seal dilator could not be inserted into the angio-seal sheath. He observed that it was kinked and did not use the entire set on the patient due to safety concerns. Instead, he exchanged it for another angio-seal 8fr, which was used successfully without any issues. There was no blood loss. No patient injury or requirement for medical or surgical intervention. The event occurred intra-operative. Additional information was received on 02 jun 2025: the angio-seal had not come into contact with the patient. As mentioned, the dilator and sheath could not be assembled, so it was set aside after the assembly failed at the table. Another angio-seal set was used instead.